Manufacturer narrative:
Testing and investigation is complete. The device passed all performance verification tests (pvt) including a delivery accuracy test where the device infused within +/- 1 ml three times. In addition, no drifting was observed after the device was stopped. During testing, the device was placed in standby and the infusion stopped without observing any fluid flow. The device was allowed to remain on standby for approximately 2 hours without observing any fluid flow. History event logs were reviewed, no events were observed during the reported event date; therefore, the complaint was not confirmed during a history log review. A 16 hour run-in stress test was performed and delivered within 5% of the expected delivery. The device passed functional testing within specifications. Testing and investigation found the device passed all testing. The probable cause for the reported event could not be determined.

Event description:
The customer contact reported the patient continued to receive propofol after the pump was placed on standby. The event involved a patient who was brought to the emergency and trauma center via ambulance due to an unknown polysubstance overdose. It was reported that the patient was exhibiting violent tendencies and went after a patient care technician. The patient was given sedation of two monitored propofol boluses of 30 mg each using the plum 360 infusion pump. The patient was then intubated and started on a maintenance dose of propofol at a rate of 50 mcg/kg/min. The patient¿s blood pressure started to drop and the propofol dose was decreased to 40 mcg/kg/min, followed by 10 mcg/kg/min as the patient¿s blood pressure continued to fall. The propofol was then stopped, the IV pump was placed on standby and the IV tubing line was flushed and clamped. The pump had been on standby for approximately 40 minutes while the patient received a saline fluid bolus of approximately 30 ml/kg, via gravity, through a different IV site and pressures still remained low. The patient¿s IV line was assessed and it was noted that the propofol was reaching the patient while the pump was on standby and the IV extension set clamped, as the white medication could be seen in the line. It was reported that 10ml of blood was aspirated from the IV catheter and the extension set, which was then flushed, the tubing was clamped and disconnected. An infusion of levophed was started peripherally and ran for at least an hour to increase the patient¿s blood pressure before being transferred to the intensive care unit (ICU). It was reported that there was no injury to the patient and the patient made a full recovery. No further information was provided.

Manufacturer narrative:
Device has been received. Awaiting testing and investigation.

Event description:
The customer contact reported the patient continued to receive propofol after the pump was placed on standby. The event involved a patient who was brought to the emergency and trauma center via ambulance due to an unknown polysubstance overdose. It was reported that the patient was exhibiting violent tendencies and went after a patient care technician. The patient was given sedation of two monitored propofol boluses of 30 mg each using the plum 360 infusion pump. The patient was then intubated and started on a maintenance dose of propofol at a rate of 50 mcg/kg/min. The patient¿s blood pressure started to drop and the propofol dose was decreased to 40 mcg/kg/min, followed by 10 mcg/kg/min as the patient¿s blood pressure continued to fall. The propofol was then stopped, the IV pump was placed on standby and the IV tubing line was flushed and clamped. The pump had been on standby for approximately 40 minutes while the patient received a saline fluid bolus of approximately 30 ml/kg, via gravity, through a different IV site and pressures still remained low. The patient¿s IV line was assessed and it was noted that the propofol was reaching the patient while the pump was on standby and the IV extension set clamped, as the white medication could be seen in the line. It was reported that 10ml of blood was aspirated from the IV catheter and the extension set, which was then flushed, the tubing was clamped and disconnected. An infusion of levophed was started peripherally and ran for at least an hour to increase the patient¿s blood pressure before being transferred to the intensive care unit (ICU). It was reported that there was no injury to the patient and the patient made a full recovery. No further information was provided.